Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number 3006705815-2022-14428. It was reported that during an ipg replacement (related manufacturer reference number 3006705815-2022-00488), the lead was replaced because when the torque wrench was used to the pull the lead from the header, one of the lead was broken. Effective therapy was restored post operatively. It¿s unknown which lead was broken, and both are being reported.